Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is suffering from nickel and palladium allergies. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.root cause was determined to be related to patient condition as it was reported that the patient suffered from bone loss, metal allergy, and the patient experienced trauma from a fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was indicated for knee revision due to femoral loosening and bone loss caused by a patient fall. In addition it is reported the patient suffers from nickel and palladium allergies. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient underwent a revision procedure due to the implant being loose which was associated to the bone loss. It is also reported that the patient fell. In addition it is reported the patient suffers from nickel and palladium allergies. No additional patient consequences were reported.